Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they have left a message with the physician's office for follow-up information, but have not heard back. They stated that the patient was referred to infectious disease, however, the patient went to their dermatologist for help with the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer's representative (rep) that there was a rare bacterial infection. The rep¿s partner spoke to the patient and was told she had an infection. The rep noted that the healthcare provider (hcp) knew about the infection and referred the patient to an infection disease control physician. However, the patient had decided to meet with her dermatologist instead. The dermatologist performed a test that indicated either a rare bacterial infection or something auto-immune related. The patient was planning on getting a biopsy done through her dermatologist. It was suggested that the patient turn of the neurostimulator (ins) until the infection had cleared, especially with the ins being a rechargeable device. The rep¿s thought was to eliminate any hear over the battery site possibly by the recharging system so that it didn¿t interfere with the healing process of the infection. The rep left a message for the patient to inform them of the suggestion of leaving the ins off.